Manufacturer narrative:
The device has not been returned for evaluation yet. The sample is currently blocked in hospital for health ministry inspection. Maquet cardiopulmonary (B)(4) will submit a supplemental medwatch on receipt of further information. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). (B)(4).

Event description:
According to the hospital: during extracoporeal circulation, before cross clamping the aorta, an increse in pressure drop was reported by perfusionist. All pressure transducer where controlled and all worked fine. Extracorporeal circulation was closed in safety, the oxygenator was replaced and then the extracorporeal circulation started again and surgery where performed. (B)(4).

Event description:
Ref.: #(B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary(B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The sample has been received for investigation in laboratory. It has been cleaned and inspected visually. Also leaking test has been performed. No leaks or other abnormalities could be detected. Thus, the reported failure could not be confirmed. The most probable cause could be not determined at this time. Further investigation steps are momentarily not possible to be executed due to work safety issues in the complaint laboratory. Maquet cardiopulmonary is currently in the mitigation of this issue. When further investigation steps can be executed again, these investigations will be performed and the complaint file performed and the complaint file will be updated accordingly. A sap trend search has been performed (search for product group:56000, issue: oxygenation) which came to following results: 7 additional complaint was recorded since the last 12 months. Based on the recent sales numbers of the last 12 months following occurrence rate has been calculated: 0,03 % which is below 1 %.due to this information no systemic issue could be determined. Device history record was reviewed; affected product: basic lot 70120982 and packaging lot 70120986 (serial number(B)(4)). The avz from mqk755 to mqk769 (dms# 2565 65467) was reviewed on 2019-01-22 there were no references found, which are indicating a nonconformance of the product in question. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.